Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. The provided images confirm that the stent was fractured in two parts. The fracture can be categorized as type IV fracture with complete transversal fracture and displacement. Based on the image a flow verification through the stent was not possible. The stent was placed off label in the subclavian/ axiliary artery which was considered a significant factor. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure. Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H11: h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that approximately one month post deployment procedure on near the subclavian and axillary arteries, the stent allegedly detached into two equal parts. It was further reported that another pta balloon was used to expand the area where blood flow was poor. Patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation. The provided images confirm that the stent was fractured; the fracture was identified as type IV fracture, with complete transversal fracture and axial displacement. A blood flow verification was not possible. Based on the information available the investigation is closed with confirmed result. A definite root cause could not be identified, but the off label use near the subclavian and axillary arteries was considered a significant factor for the stent fracture. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure. Regarding pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post deployment procedure on near the subclavian and axillary arteries, the stent allegedly detached into two equal parts. It was further reported that another pta balloon was used to expand the area where blood flow was poor. Patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified. Device not returned.

Event description:
It was reported that approximately one month post deployment procedure on near the subclavian and axillary arteries, the stent allegedly detached into two equal parts. It was further reported that another pta balloon was used to expand the area where blood flow was poor. Patient status was unknown.